Event description:
Had micro lumber decanpression with bone graft and screw fixations on 11/10/94. When drain was removed by physician, tip broke off & was retained. Patient returned to surgery for removal on 11/12/94. Patient discharged with no known problems related to drain ( on 11/14/94).